Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. A few minutes after implant, a pe was observed surrounding the left ventricle. A pericardiocentesis was performed and the patient remained stable.